Event description:
Allegedly pt. Had metal on metal articulation. Pt. Was revised. Cobalt levels were 1.4. Chrome levels were 3.4. Repeat labs were co. 1.0 and cr. 3.6. Type 2 pseudotumor on mars MRI. Aval score - 5. Pt. Had pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01656, 01658.